Event description:
A malfunction alarm code indicated an issue with the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer was informed about the need to replace the pump, which was within warranty, and arrangements were made for the delivery of a replacement pump.